Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed motor error during priming. No further information provided.

Manufacturer narrative:
During the beginning of the displacement test, the pump seated without the reservoir due to excessive dried substance at the motor slide and reservoir tube. Unable to perform displacement test or motor error alarms due to moisture traces at the motor slide. The motor was found with corroded motor home switch per visual inspection. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, and minor scratches on the lcd window.